Event description:
During incoming inspection of the device, the complainant alleged that the screen displayed a "bridge test failed" message. The complainant indicated that there was no pt involvement in the reported malfunction.